Manufacturer narrative:
D10: 02-010-01-0250 - logic femoral ps cem left sz 5 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 200-02-38 - three peg patella 38mm the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent a left total knee arthroplasty. Subsequently, the patient has some bilateral lower limb fluid retention which the patient reports having been present approximately two (2) months post operation. The patient reported taking diuretics at the direction of the patient's general practitioner beginning approximately three (3) weeks ago. As a result, one (1) year, one (1) month after initial implant, medication was required. The patient's outcome is reported as continuing medication. No surgical interventions were reported. The device remains implanted. No additional information is available.